Event description:
It was reported via phone call that the customer had blood glucose levels over 400 mg/dl. Customer states that the insulin pump is not delivering the amount of insulin that she needs. Unable to troubleshoot. Customer does not recall any significant event leading up to the incident.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.